Event description:
It was reported that the touchscreen was cracked and unresponsive. The customer's blood glucose level was 102 mg/dl. Reportedly, the customer reverted alternate pump for insulin therapy.